Manufacturer narrative:
Sample has not been received intime for this report. Investigation incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges that the circuit popped off the CPAP interface. This occurred with flows greater than 6l/per minute. No pt injury reported.